Manufacturer narrative:
The lot of the device used in the reported event was not provided therefore the lot/device manufacturing records cannot be reviewed. The device was disposed at the facility and it is not available for evaluation. Based on all information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A report from (B)(6) hospital in the (B)(6) stated that during a procedure, the cutter was not cutting however the aspiration was still present. No patient injury or impact reported.